Event description:
It was reported that the patient passed away. The patient went to sleep as usual and was found unresponsive in the morning. No trauma or foul play was suspected. Autopsy will not be performed. No other relevant information has been received to date.